Manufacturer narrative:
(B)(6). Date of postoperative refracture of the distal radius is unknown. This report is for unknown number of unknown screws. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Implanted four to six weeks prior to the revision; exact date is unknown. It is unknown if the device will be returned for manufacturer review/investigation. PMA/(510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4).without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a plate and nine screws on (B)(6) 2017 due to refracture of the distal radius. The synthes plate and screws (part numbers unknown) were originally implanted four to six weeks prior to the revision for a distal radius fracture. The devices were removed intact and the patient was revised to a longer plate and nine screws. The surgery was successfully completed with no delay. The surgery was successfully completed with no intraoperative events. This report is for unknown number of unknown screws. This is report 2 of 2 for complaint (B)(4).